Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient lost stimulation on the left and interrogation/impedance check revealed high impedance. There were no environmental/external/patient factors that may have led or contributed to the issue that they knew of. The patient was scheduled for surgery to check connections then replace the lead. A new lead was inserted and the issue was resolved. It was noted that the consultant was keen to understand what happened to the lead in situ. The patient was alive with no injury. The issue occurred during normal use.